Manufacturer narrative:
Date of event: unknown. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the 5ml bd discardit¿ ii syringe there was an issue with tip breakage. It was stated ¿when aspirating the dialysis catheters with the syringe, the cone of the syringe has broken off and got stuck in the catheter. Could be removed with a lot of skill but otherwise stationary admission would have been necessary for put the catheter again.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
We have been provided with the affected sample. Visual inspection of the returned sample presented the tip broken. That confirmed the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2024 (B)(6) 2017). Syringes were assembled in machine, nº4255, nº4254, nº4237, nº4220, and nº4236, in lot #7296273 (B)(6) 2017), and in lot #72967749 (B)(6) 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7296611, #7296259, and #7282395 and no problems, defects or qn related to the reported issue were found. Root cause analysis the material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. The returned sample presented the reported issue. We could confirm the reported issue. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.